Manufacturer narrative:
The lot number of the product is unknown. Therefore, it is not possible for leventon s.a.u. To initiate an evaluation of this incident. An internal complaint report will be opened, according to our quality system requirements, but will be closed indicating that no conclusions can be drawn without knowing the lot number.

Event description:
Dosi-fuser portable elastomeric infuser 1 day 250ml, 10.4ml/hr. Device was used for administration of cefepime 6 gm//250ml. Ns at 10.4ml/hr. Continuously over a 24 hour period. Seven devices were sent to patient in 2007. First device worked fine. The next day, 4 devices failed as follows: two devices had tubing that leaked. One device did not infuse. One device had a ruptured bladder. Patient was able to infuse with the remaining devices, but was very concerned regarding product quality. No health related issues were reported by patient other than anxiety due to faulty product. Product with leaks may cause improper dose administered and possible pathogen contamination. Patient's father will not release defective product for evaluation and we are waiting for release of lot number and expiration date.